Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for spots in the view. A visual inspection was performed and showed the scope to have distal tip damage and a dented outertube with cracked internal lenses. This damage is caused by contact with another source. No manufacturing related defects were observed. No further investigation is required.

Event description:
It was reported that the device had spots in view. No back up device was available. No delay or patient injury reported.